Event description:
Customer reported via phone call that they experienced weak signal alarms. The blood glucose readings were low.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.